Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: model#: unknown, as product serial number was not provided. Section d4: catalogue#: unknown, as product serial number was not provided. Section d4: serial#: unknown/ not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI#: unknown as product serial number was not provided. Section d6a: implant date: not applicable. The device is not an implantable device. Section d6b: explant date: not applicable. The device is not an implantable device. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operating room procedure involving phacoemulsification with the vrt ai tubing, a rupture of the capsule occurred. As a result, a vitrectomy will be performed on the patient, and an enclavation lens will be implanted. The patient¿s current status and details regarding recovery or further medical attention remain unknown. No additional information was received. This report is for the phaco handpiece. Different reports will be submitted for the other suspect products.